Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized for three days for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in january 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.